Event description:
The customer reported that the locking buckle got stuck. The key was not able to open the lock. The nurses were forced to cut the restraint to free the pt. There was no pt injury.

Manufacturer narrative:
The customer was unable to provide pt info. The product was returned for eval. The pin was missing from one of the buckles. The buckle with the missing pin would not close on the webbing. The buckle was hard to close alone. When opened with the key again, it was hard, and a small spring came off from the locking mechanism. No problem was noted with the outer buckle. Inspection of the product showed evidence of product abuse. Complaint data was reviewed and there were no adverse trends. (B)(4).